Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on 07apr2026 wherein the system was explanted to address the issue. It is unknown which lead caused the ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000180575,